Event description:
Reporter alleged the blood glucose monitoring advantage system generated a result of hi (greater than 600 mg/dl) when a test strip was inserted; however, before the strip was dosed with blood or control solution. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.